Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional confirmed event. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a broken shell and others, and missing a piece of shell (0-25%). The device was underweight. A microscopic analysis was performed which identified a striated break on anterior and a striated opening on anterior. Based on the device analysis the final assessment is a striated break on anterior assessed as surgical damage consist in the use of some surgical tool, a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional confirmed event. Device remains implanted.